Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "we used ultrasound to cannulate radial artery under ultrasound guidance. Wire advanced with no resistance. Catheter had resistance over wire so whole cath set removed from artery. An ultrasound post-removal check, noted retained metal object and confirmed with fluoroscopy. Second attempt from same lot number attempted and the wire also got stuck and could not be removed. A third catheter with same lot number tested fine. Retained wire fragment removed during surgical procedure already scheduled for other purposes."

Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "we used ultrasound to cannulate radial artery under ultrasound guidance. Wire advanced with no resistance. Catheter had resistance over wire so whole cath set removed from artery. An ultrasound post-removal check, noted retained metal object and confirmed with fluoroscopy. Second attempt from same lot number attempted and the wire also got stuck and could not be removed. A third catheter with same lot number tested fine. Retained wire fragment removed during surgical procedure already scheduled for other purposes."